Event description:
It was reported that "misfire/jamming - info not provided". To complete the procedure, another device was used. The patient's current status is unknown

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned with one unformed staple sticking out of the cover block. The stapler was returned with 22 staples remaining in the cover block, indicating that at least 13 staples were fired by the customer. The trigger was returned partially engaged and evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The unformed staple was removed prior to functional testing. Upon full engagement of the trigger, the partially formed staple that was observed in the cover block properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Five staples were fired into the simulated skin pad. After functional inspection, a staple was observed on top of the pusher. The device was disassembled, and the bottom of the cover block was observed to be slanted. Die cast anomalies were also observed on the forming tool. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A device history record review was performed, and no relevant findings were identified. The reported complaint of misfire/jamming - info not provided was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned wi th one unformed staple sticking out of the cover block. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The unformed staple was removed prior to functional testing. Upon functional testing, all staples properly formed and released. After functional testing, one staple was observed on top of the pusher. The device was disassembled, and the bottom of the cover block was observed to be slanted. Die cast anomalies were also observed on the forming tool. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "misfire/jamming - info not provided". To complete the procedure, another device was used. The patient's current status is unknown.